Event description:
Initial reporter indicated that the pt "was not having good control over their seizures." Further info was received that reported the pt's seizures were above their pre vns seizure rate. System diagnostic testing was within normal limits. The normal mode test showed the generator is delivering the current but at its limit to do so with the remaining battery life. Setting changes were made and the generator was able to deliver its new programmed settings. Good faith attempts are being made for add'l info. No further info has been received.